Event description:
It is reported that the articular surface would not seat on the tibial plate.

Manufacturer narrative:
Device history records were reviewed and no deviations or anomalies were found. No devices or photos were received; therefore the condition of the components is unknown. This device is used for treatment. A product history search revealed no additional complaints against the related part and lot combination. A definitive root cause cannot be determined with the information provided.